Manufacturer narrative:
Correction, section a4: patient weight has been corrected based on return paperwork.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was unable to pace. The pacemaker was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events on no lv output, and failure to capture were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed at nominal and field settings indicated normal functionality. Evaluation of the output signal found pacing parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.